Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to clinic for follow-up. Low r-waves and loss of capture were observed. When repositioning was unsuccessful, the lead was explanted.